Manufacturer narrative:
Product event summary: the psoo100 loop catheter with lot number 0012600712 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The returned catheter was connected to a returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wire detached from electrode ring e5. Hipot verification for the integrity of electrode wires insulation passed. The electrical continuity testing revealed electrode ring (e5) open loop. In conclusion, the loop catheter failed the returned product inspection due to a detached electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, issues were observed with the catheter and catheter interface (ci) cable. The catheter electrodes appeared not connected despite being properly connected, and the cable included with the defective catheter failed to show electrograms. Both the catheter and ci cable were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.